Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer pregnant and feeling vomiting and lost consciousness. The customer was treated with intravenous drip. Auto mode feature was not active at time of high blood glucose event. Customer stated that insulin pump was not working. Displacement test was performed and it was passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.